Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead was explanted due to elevated ra threshold. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, a medial and distal fragment were received for analysis. The proximal fragment was not returned. The fragmented state of the lead probably resulted from the extraction procedure. The analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported elevated threshold. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.